Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the surgery for femoral trochanteric fracture with the endcap. During the surgery, the surgeon tried to hold the endcap with the screwdriver, but he couldn¿t. The surgeon used another screwdriver and the surgery was completed successfully within thirty minutes delay. The endcap in question might have some problem because the screwdriver could hold other endcaps without any problem. Patient outcome is reported as stable. No further information is available. Concomitant device reported: pfna-ii end cap extens.0 tan (part # 473.170s, lot # 59p5899, quantity 1). This report is for one scrdriver-hex-large ø3.5 w/groove l300. This is report 2 of 2 for complaint (B)(4).